Event description:
Approximately 6 years and 9 months post implant a 26mm sapien xt valve in the aortic position, a 2nd sapien 3 ultra valve was implanted due to stenosis. A 23mm s3 was implanted with an additional 2cc of volume with fantastic result with 0 gradient. As reported, the patient presented with shortness of breath, dizziness and lightheadedness. An echo revealed peak gradient 34.8mmhg, mean gradient 19.4mmhg with an aortic valve area of 0.74 cm2. An assessment of the bioprosthetic aortic valve revealed failure with low flow gradient stenosis with severe lv hf-ref,.

Manufacturer narrative:
(B)(4). S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 the customer reported physical damage on the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side. After battery installation, the unit gave an unexpected flashing medtronic logo / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j7, j1, j2, u1, u2, components located at the top of the back side of the board, back of the lcd screen; pcba2--j1, lcd flex cable terminal. After inserting pcba1 into a known good pcba1, the flashing medtronic logo / blank display reappeared after battery installation. In summary, the customer's report of physical damage on the battery compartment was confirmed during visual inspection. The flashing medtronic logo / blank display is due to a combination of pcba2 and the moisture damage on pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Update to h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The 26mm sapien xt valve was not returned to edwards lifesciences for evaluation as the valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. The sapien xt with novaflex+ IFU was reviewed for guidance and instruction. Per IFU, accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. In addition, potential adverse events include valve stenosis. There was no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed from the medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 6 years and 9 months post implant a 26mm sapien xt valve in the aortic position, a 2nd sapien 3 ultra valve was implanted due to stenosis'. Per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, available information suggests patient factors (pre-existing valvular disease process, diabetes mellitus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required. H3 other text : device remains implanted in the patient.